Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Post-paced t-wave oversensing was observed on stored egm. Recommended programming changes were made.